Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was not able to charge the ipg. It was noted that the ipg had migrated. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively.